Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the returned device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the doctor will go in and figure out what is going on and replace what's needed. They think something became disconnected when they flipped them from their tummy to their back.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they went through the implant procedure yesterday and when they were in recovery they were trying to increase the therapy and it wouldn't go past 0.3 on some program numbers or 0.2 on others. Patient stated they tried two different handhelds and were told they were getting the numbers and everything in the operating room before they closed patient up. Caller stated that afterwards, in between leaving the or and sitting in a chair for discharge, they started getting this maximum settings reached message. Patient stated that they were told by the rep to call to ensure issue isn't the external equipment. Patient confirmed they are getting the message system is operating at maximum settings therapy cannot be increased. Patient mentioned during the trial they did not have any issues increasing the stim, and needed the higher level of stim for the device to control their symptoms. The representative was saying that they have seen this before and it is rare and they are thinking there is something with the implant device that a cord or wire came disconnected. Caller stated that if the issue is internal, they would have to go back under. Caller stated that they wanted to make sure they exhausted everything before having to go under again for a third time. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient in a follow-up call on the same day. The reason for call was patient reported that they were having issues when they try to increase their stimulation since yesterday. Patient stated that they were just implanted yesterday and that they have already gone through all 7 programs, but they keep getting the maximum settings screen. Patient stated that their company rep tried to "swap out" the handset and they're still experiencing the same issues. Patient added that their therapy application also shows the wrong implant date of november 2022 in the about screen. Patient mentioned that even though they were getting stimulation, they think they need to increase their therapy a lot higher. Patient then clarified that they just wanted to increase their stimulation based on their experience with their trial. Patient also confirmed that they've tried to reach out to their company rep and to their hcp and that they have an appointment with their hcp this afternoon. Patient added that when their company rep tried to adjust their settings yesterday, their hcp was not yet present. Agent reviewed general therapy information and redirected patient to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34xfk implanted: (B)(6) 2025 product type lead product ID a52300 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and repeated device issues that were previously reported. The patient stated that they were scheduled for a revision/replacement on (B)(6) 2025. They said they had been working with the manufacturing representative (rep) and were told by them that they had filled out the appropriate paperwork that device was being replaced due a malfunction, which patient said was confirmed by the testing that the reps performed. The reason for call was to inquire about financial compensation for the hardship this was causing to have a second surgery, recovery time and time off from work. The patient said the reps redirected the patient to contact patient services. Reviewed some general information and explained that a message would be sent to patient relations regarding their request. An email was sent to patient relations. Additional information was received from a healthcare professional (hcp) on (B)(6) 2025. The hcp reported that the most likely cause of the patient's application showing the wrong implant date was a setting on the programming. They noted that they were not sure what steps would be taken to resolve the issue and that nothing had been done yet. It was unknown if the issue was resolved. When asked about the cause of the m aximum settings message they noted the most likely cause being due to an impedance issue with the lead. The steps that would be or were taken to resolve the issue included a lead revision. This issue was not yet resolved. It was also noted that the device was intended to treat urge incontinence and urgency frequency.

Event description:
2 additional information was received from a consumer via a manufacturer representative. It was reported that in (B)(6) 2025, she was on 2 flights where she was feeling pain in her right foot and felt as though it was ¿sleeping¿ and got uncomfortable, so she turned the device off. In (B)(6) 2025, when she was on program three and she increased stim to 0.5, her leg fell asleep and she started to get headaches so she turned it down to 0.4 in (B)(6) 2025, she started having frequency at night. Since ins replacement surgery on (B)(6) 2025, these events have not been happening and she is now at 2.3 on program 3.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34xfk serial# implanted: (B)(6) 2025 product type lead product ID a52300 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient suspected the device was faulty and that they were getting "max settings" a lot at 0.3ma on all programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that an impedance check done in the operating room during the procedure passed inspection. Upon attempting to increase the stimulation level in recovery, they were unable to increase past 0.3ma on any of the standard 7 programs. No other stimulation issues were reported that occurred as a result of this issue. The rep attempted to use a different remote, and immediate revision was offered, but the doctor declined. The cause was not known, and the issue was ongoing. A device revision was planned for (B)(6) 2025.